Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was repositioned in the pocket. The patient was doing well postoperatively. No device malfunction suspected. The device remained implanted.